Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that the surgeon attempted to use the ems instrument, and he attempted to fire the stapler and it would not fire. Another ems instrument was used to complete the case. There was no consequence to the pt.